Event description:
It was reported the customer had a high blood glucose of 477 mg/dl. The customer stated they had treated their blood glucose with manual injections. The customer also requested assistance with programming their insulin pump. The customer also inquired about the scroll wrap recall on their insulin pump. Customer was informed the scroll wrap recall was optional. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).